Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station lcendo not powering on and went offline on remote support service. Customer performed a hard reboot and tried switching power outlets, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer found that the station would not boot up properly. The engineer reseated the cables and checked the connections, but the station still would not boot. The engineer replaced the power supply and the sata cable, but the station still did not load and found the communication sled needed to be replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station lcendo not powering on and went offline on remote support service. Customer performed a hard reboot and tried switching power outlets, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.